Event description:
It was reported that prior to beginning a prostate procedure, the side-firing surgical fiber (aiming beam) was observed to be forward firing; 0 joules of fiber use reported. The case was completed by turp. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: though the fiber was reported to have been unused (0 joules of use), the fiber was verified to have 102,990 joules of usage. The fiber cap was found to be drilled through and exhibited detritus, char, and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.